Manufacturer narrative:
Film evaluation results are: review of several returned site photograph's showing the disassembled delivery system did not reveal any characteristics that could explain the observed behavior.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 6.9 cm in diameter thoracic aortic aneurysm. It was reported that during stent graft deployment, the outer sheath was retracted exposing the stent graft , and following regular deployment procedure for the proximal suprarenal struts, the physician was unable to pull back the back wheel in order to fully disengage suprarenal stents. After multiple attempts to pull on the back end wheel of the delivery system, the physician elected to disassemble the delivery system and successfully deployed the stent graft. Per the physician, the cause of the event was related to the device. No additional sequelae were reported and the patient is fine.

Event description:
Additional information received clarified that the physician experienced problems while pulling back on the release handle.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 6.9 cm in diameter thoracic aortic aneurysm. It was reported that during stent graft deployment, the outer sheath was retracted exposing the stent graft , and following regular deployment procedure for the proximal bare springs, the physician was unable to pull back the tip capture release handle in order to fully disengage the bare spring. After multiple attempts to pull on the tip capture release handle of the delivery system, the physician elected to disassemble the delivery system and successfully deployed the stent graft. Per the physician, the cause of the event was related to the device. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.